Event description:
Written report received from baxter of "no flow after 24 hours on patient". Report further states "the drug was infused when connected to the patient, but no flow after 1 day. The nurse found it when the patient complained of pain". Contents of device reported as "fentanyl 6ea and trolac 4 ea" in normal saline for a total fill volume of 96 ml. The report indicates there was a simultaneous infusion through same access site. No report of patient injury.